Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported material rupture was unable to be confirmed. It was noted that the guide wire exit notch was torn distally. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture as no rupture was noted during returned device analysis. It is likely however, that the noted torn material was incorrectly identified as a material rupture. The investigation determined the noted torn material was likely due to operational context of the procedure as it is likely manipulation of the device and/or interaction with other devices while advancing the device to the moderately tortuous and heavily calcified lesion caused the noted torn material. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a moderately tortuous and heavily calcified lesion in the mid left anterior descending (lad) artery. The lesion was pre-dilated with a non-abbott balloon catheter. The 2.50x38mm xience alpine stent delivery system (sds) was advanced to the lesion with no resistance. During attempted inflation, the balloon would not hold pressure and a rupture was suspected. The sds was removed with the stent still intact on the balloon. Another 2.50x38mm xience alpine sds was advanced however failed to cross due to the anatomy. The procedure was completed with two non-abbott stents. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.